Event description:
This pt had twiddled his rv lead back into his atrium, which was causing atrial tachycardia. When the physician went in to revise it, the atrial lead became dislodged. The rv lead was able to be revised and remains actively implanted, but the helix of the atrial lead wouldn't deploy properly, so it was explanted and replaced.